Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. During the procedure, while inside the patient, a 2.75 x 16 mm promus premier stent detached from the balloon. The device was removed and another drug eluting stent was used to complete the procedure. The patient was stable.